Manufacturer narrative:
(B)(4). Investigation summary according to the information received, the reported event for the device was malformed staple. This is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows tissue with slightly bleeding on it and some staples could be observed on the tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. Based on the video no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during endoscopic lobectomy surgery, when severing pulmonary vein tissue on the first firing, after fired, noted all the staples malformed . Changed another device, they all had the same issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2021. H6: component code = g04. Investigation summary: a video was submitted to ethicon endo surgery along with the return device for evaluation. During the visual analysis of the video, the following was observed: the video shows tissue with slightly bleeding on it and some staples could be observed on the tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with an gst60w reload not loaded on the device. The reload was received fully fired, with the pan detached from the reload. 4 double drivers are found missing. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.